Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The issue of not powering was found during preventative maintenance (pm). The device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issue. The fse replaced the power management board under the field change order. The unit was then tested and successfully assed the verification procedures. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
The customer reported a ventilator was not powering on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.